Event description:
The customer reported that insulin squirted out during the manual prime process, and the device was stuck on the prime loop. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had a cracked case on the display window corners and cracked battery tube threads.